Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 505 mg/dl. Customer alleged the infusion set was "not working"; however, after delivering a larger dosage of insulin, bg lowered to 490 mg/dl. Customer did not change out infusion set as an additional infusion set was not available at the time of the report. Although multiple attempts were made by tandem technical support to confirm bg stabilized, customer did not reply.